Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed and no connection issue was identified. The reported condition was not verified. An additional issue of leak was identified and will be addressed in a separate emdr 284625. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the cassette and the solution bag. This occurred during peritoneal dialysis therapy and the patient was connected at the time of the event. The solution bag began to fill with air bubbles and it was suspected that it was due to the connection between the bag and the cassette. The patient had ended their therapy, cut the tubing to the solution bag, and started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.